Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood. The customer¿s blood glucose level was 421 mg/dl, 480 mg/dl and 55 mg/dl. The customer was treated with intravenous insulin drip. The customer reported that the 15 units of active insulin and was able to deliver without any alarms. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.